Manufacturer narrative:
Unit received with button error alarm and had intermittent act, up and down buttons response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 222 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.